Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis. The definitive etiology of the serious adverse event(s) is currently unknown; therefore, causality cannot be firmly established. It should be noted that limited clinical follow-up information precluded a more comprehensive investigation. Nevertheless, no reported fresenius device(s) and/or product(s) malfunctions, and the patient continues to utilize the same liberty select cycler reported without issue. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the limited information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by its continued use by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, clamminess, shakiness, and cloudy peritoneal effluent fluid. The patient was admitted, and peritoneal effluent fluid cultures were collected (positive for klebsiella). The patent was treated with cefepime 1000 mg daily for 14 days and is recovering from the serious adverse events. The pdrn stated the cause of the serious adverse events is unknown, however the pdrn¿s written response indicates there was no fresenius device(s) and/or product(s) involvement. Follow-up cultures are scheduled to be drawn on (B)(6) 2025. Follow-up with the patient revealed he is feeling better and continuing to undergo ccpd for rrt utilizing the same liberty select cycler without issue.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, clamminess, shakiness, and cloudy peritoneal effluent fluid. The patient was admitted, and peritoneal effluent fluid cultures were collected (positive for klebsiella). The patent was treated with cefepime 1000 mg daily for 14 days and is recovering from the serious adverse events. The pdrn stated the cause of the serious adverse events is unknown, however the pdrn¿s written response indicates there was no fresenius device(s) and/or product(s) involvement. Follow-up cultures are scheduled to be drawn on (B)(6) 2025. Follow-up with the patient revealed he is feeling better and continuing to undergo ccpd for rrt utilizing the same liberty select cycler without issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.